Manufacturer narrative:
Investigation: albumin was used as the replacement fluid for the procedure. Terumo bct support specialist discussed with the customer the possibility of outgassing with use of a blood warmer and sent information to the customer on the subject. Support specialist also discussed adequate venting of the replacement fluid to prevent air being drawn into the set. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that one hour into a therapeutic plasma exchange (tpe) procedure,they received an 'air detected in the return line' alarm. The customer had followed the troubleshooting and touched the 'remove air' button. The customer noticed micro bubbles in the blood warmer tubing and confirmed with a terumo bct support specialist that there were larger bubbles in the return line. Per recommendation from the support specialist, the customer disconnected the patient and restarted the procedure with a new disposable set and new fluids, on a different machine. The procedure went to completion with no issues. The customer stated that no air was returned to the patient. The patient is reported to be in stable condition. Patient information is unavailable at this time. Terumo bct is awaiting return of the disposable set for evaluation.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately.

Manufacturer narrative:
Investigation: a disposable set contained with blood was received for investigation. A kink was observed on the warming tube, near the return luer connection. Obstructions caused by lipids were noticed within the return and warming tubing, as well as the 200 micron filter at the base of the cassette reservoir. The return line was tested for possible leaks at the luer connection and no signs of a leak were detected. A pressure test of the as to tube at the IV port, showed no leaks detected. Air was noted in the return pump header tubing. Based on the set investigation, the presence of lipids in the set was most likely the cause of the micro bubbles. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The 'air detected in return line' alarm, as reported by the customer, was confirmed in the rdf logs. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the analysis of the run data file did not find any conclusive cause for the air in the return line reported for this collection. Possible causes for air entering the set are: blood warmer luer connection, foam or air in the return line.

Event description:
The customer declined to provide the patient's identifier and age.